Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass when the surgeon was taking down adhesions he saw the white tissue pad floating in the patient. He removed the piece through the trocar from the abdominal cavity and continued the case with a second like device. There was no patient consequence reported.